Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The femoral sizer top locking anterior screw is stripped.

Manufacturer narrative:
Examination of the submitted device confirmed the adjustment knob threads are stripped worn. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 1996) and has been subjected to heavy usage over time. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor through (B)(4) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.